Event description:
The customer reported that the device jaws were sticking to tissue. There was some tearing of the tissue when the surgeon removed the instrument. There was no injury to the pt.

Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed no tissue in-between the jaws or visual defects. The jaws opened and closed normally. Tests for resistance were within the allowed range. The device was tested on simulated tissue for proper activation with acceptable results. The IFU for this device states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument more often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.